Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was recently implanted and that she did not know how to work the device. The patient turned off the implant before driving and was not able to turn it back on after driving. The patient was in pain since the implant was off. The patient reported that when she was driving "even just backing out if forgot, it does not feel good, it feels bad." The patient was instructed to use the programmer and the patient was able to connect right away. The programmer showed that the implant was off and the patient turned it on and confirmed that she now felt stimulation. The patient tried increasing the amplitude and the programmer showed poor communication. The patient repositioned the antenna a few times and was not able to connect and stated that she was getting tired of searching for the implant. It was reported that the implant site felt swollen. Bandages or swelling was present and the chan ge in therapy or symptoms was considered sudden. The indication for use was spinal pain. Additional information was received from the patient on (B)(6) 2015 stating that there was poor communication with the patient programmer, and they were also not able to communicate using the recharger. Stimulation was last felt one week prior to the day of report, and the last successful recharge date was unknown. Follow up has been initiated to obtain mitigation effort details and if the pain and poor communication issues had resolved. A supplemental report will be submitted if additional information is received.